Event description:
Boston scientific received information that this right atrial lead dislodged. This lead was programmed off as this patient does not require atrial pacing. No adverse patient effects were reported. The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available